Manufacturer narrative:
G1 manufacturer fax was added as it was inadvertently omitted from the initial report. Placement signal issue: the cause of the issue could not be determined as no product was returned and limited clinical information was provided. Device in wrong position: the cause of the issue could not be determined as limited clinical information was provided.

Event description:
The complainant reported that a patient in acute myocardial infarction and cardiogenic shock was implanted with an impella rp flex device for mechanical circulatory support. The patient was transferred from a community hospital to a tertiary care center on extracorporeal membrane oxygenation (ECMO). After ECMO was weaned, the patient exhibited signs of right ventricular failure, and the decision was made to place the impella rp flex. On the first day of support, it was reported that the impella rp flex displayed intermittent ¿placement signal not reliable¿ alarms. Additionally, on the second day of support, it was reported that the impella rp flex was malpositioned. No additional details regarding the reported alarms or malposition were provided. The device was subsequently weaned and explanted; however, it was reported that the impella rp flex was not removed prematurely due to the reported issues. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR and to document new information that was received. B5 is being updated to include additional device-related information that was not included in the initial report and to correct previously reported information that was determined to be inaccurate. The revised b5 provides a complete and accurate event narrative based on the most current information available. H6 medical device problem code a150202 (malposition of device) has been added based on newly reported information.

Manufacturer narrative:
Additional information: the following information was obtained: the device was discarded.

Manufacturer narrative:
Correction: g1. The investigation of the reported failure mode has been completed. Placement signal issue: the data logs confirm placement signal not reliable and show negative values for cvp before going out of range intermittently. This could be related to a patient condition related issue regarding patient volume. The raw optical sensor readings were also railing out of range. The pump flows were lower than expected for set p-level but the 5s parameters were stable and within specification. Alarms stop when pump is turned down to p4. Limited clinical information was provided on patient volume or support. The cause of the issue could not be determined as no product was returned and limited clinical information was provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. The patient was transferred from community to tertiary center on extracorporeal membrane oxygenation ( ECMO) after ECMO was weaned off patient had signs of right ventricle failure so decision was made to place rp flex. The pump was placed and the team explanted it after 26 hours due to placement signal loss. No patient harm was reported due to the issue.